Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 500 to almost 600 mg/dl. The customers daughter assisted in addressing the elevated blood glucose with a manual dose injection. A replacement pump was sent to the customer to resolve the issue.